Event description:
Boston scientific received information that the patient advocate reported that the patient has experienced syncope three times within the last week for an unknown reason. The advocate noted that they had informed the clinic. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.